Event description:
It was reported to the manufacturer, by the end user, per the end user, that as & af on scene at time of incident. Patient was laying almost flat. Raised back bed deck and then that section dropped precipitously. Tried to raise hi/lo and only head hi/lo raised. Pictures show actuator damaged and frame bent where actuator was attached to frame. Complaint (B)(4) and ra (B)(4) were entered into our system to have the unit returned for investigation. As of this writing, the product has not been returned.

Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.